Event description:
Patient with closed head injury required field intubation by air medical flight crew. Upon loading pt into the helicopter, the cross vent 4 ventilator was prepared for use per standard operating procedures. The vent was turned on and adjustments made to appropriate settings. Settings were confirmed utilizing the test lung. The vent appeared to be working properly and was applied to the pt. Crew member noticed the vent screen went black and shut off. The pt was immediately switched back to ventilation by bag valve to ett device. The ventilator was switched off then back on again. The ventilator would inflate the test lung 2 or 3 times then the screen would go black and shut off again. This was reptated a second time. The decision was made by the crew to discontinue attempts to use the ventilator. It is important to note that during this event the ventilator was attached to external power and prior to the flight, the ventilator was fully charged; therefore, battery failure unlikely. Due to the rapid recognition of the vent failure and immediate intervention, at no time was the pt not adequately oxygenated or ventilated. Dates of use: 2007. Diagnosis or reason for use: transport ventilator.